Event description:
(B)(4) dispensing pin with safsite valve has a white piece of matter that is released inside the IV bag when connected together. This white piece of plastic ends up in the syringe and or the IV bag. This loose piece of plastic may affect or harm a pt when product is given IV. This dispensing pin should not have the white piece of matter floating around when connected to the IV bag or the syringe. Reason for use: the dispensing pin is used to connect a syringe or an IV.